Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient lost consciousness, fell onto a chair, and was found by the staff at the senior living community. The patient¿s cgm displayed 180 mg/dl; however, the patient¿s bg per staff was 51 mg/dl. The patient remained unconsciousness and was taken to the emergency department (ed) where his bg upon arrival was 20 mg/dl and his body temperature was 80 degrees fahrenheit. The patient was treated with IV fluids, IV glucose, and a hypothermic blanket. The patient was admitted to the hospital and regained consciousness after 12 hours. The patient¿s body temperature and blood glucose stabilized after two days and he was released. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.